Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors shot out of the robot arm. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: it unexpectedly shot out of the arm, and there was no tissue damage. The instrument did not stay attached to the robot arm. It was getting disconnected from the sterile adapter. The reporter did not know if the tip of the instrument was in the cannula when the issue occurred and could not confirm the exact event date. There is no video recording of the issue available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have no product issue identified. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The scissors opened and closed properly. The instrument passed monopolar energy recognition, energy delivery, and continuity tests. The instrument was fully functional. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.